Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6 cm h2o and also due to a gain value out of specification (>8% from factory default) for the expiratory pressure transducer. The log also shows that the inspiratory pressure transducer sensors zero offset value had drifted and exceeded the allowed limit (±300mv from default). The last pre-use check before the event was performed on (B)(6) 2019, thereafter the pre-use check not been performed even though the ventilator has been used in ventilation mode. The event log shows that several alarms for peep high, airway pressure high, check tubings and respiratory rate high have been generated during the ventilation periods covered in the event log. A defect pressure transducer may lead to higher/lower pressure or higher/lower peep in the patient circuit. If the measured pressure exceeds the user preset alarm limit level for high pressure the user will be noticed by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check. Since the replaced part was not returned for investigation, the root cause of the pressure transducer test failures has not been determined.